Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the anterior side assessed as surgical damage, partial separation on the of valve assessed as adhesive failure and crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.